Event description:
It was reported that the patient experienced diaphragmatic stimulation. On a chest x-ray there was no evidence of microdislodgement. The lv (left ventricular) lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2008; 5076-45 lead, implanted: (B)(6) 2008. (B)(4).